Event description:
It was reported, the camera head had a blurry image. Image was not clear, during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: deterioration of head unit. Based on the results of the investigation, it is likely, the blurry image occurred, due to deterioration of head unit. A definitive root cause of could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a blurry image; image was not clear during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: deterioration of head unit. Based on the results of the investigation, it is likely the blurry image occurred due to deterioration of head unit. A definitive root cause of could not be identified. A definitive root cause could not be identified for the deterioration of the head unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.